Event description:
It was reported that this pacemaker was oversensing atrial events on the ventricular channel. Technical services (ts) recommended programming changes. No adverse patient effects were reported. This pacemaker remains in service.